Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third party service center visually inspected the device and was unable to confirm the customer complaint. A total of 0 errors were found on the device during the evaluation. The third party service center upgraded the software and cleared the error log. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.